Event description:
During an incident 1n 1998 for an unknown aged male seizure patient found lying face down, the patient was moved, his airway was opened, CPR was started and when this defibrillator was hooked up, it prompted "attach electrodes pads" even though they were already attached. The reporter believed that the patient was doa.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for patient treatment was verified. This testing verified the unit's impedance detection circuit and ability to treat a rhythm. The electrode pads used at the scene were not returned for evaluation. The hs3000 flashes 2 red electrode indicators and voices "attach electrode pads" repeatedly until the electrode pads are attached. The hs1000 operating instructions explain this prompt and what to do should it be experienced. It is believed that poor patient-to-electrode pad contact, high transthoracic patient impedance or a combination of these factors prevented the device from making contact with the patient. Poor electrical contact can be caused by many factors including, but not limited to, the patient's skin condition and hair, skin prep, inadequate pad adhesion, and electrode discrepancies. The customer was sent a letter explaining our evaluation. This report is the result of a retrospective complaint review by lmc. It is timely filed under lmc's revised MDR procedure and its written commitment to the agency, each of which has resulted from laerdal's receiving information relating the agency's current thinking with respect to MDR regulation interpretation and enforcement policy.